Manufacturer narrative:
A review of the device history record was performed and no issues were found. All device within the lot met all requirements for release and distribution. There have been no other complaints associated with this lot number. The device returned for evaluation and the balloon burst was confirmed. This device was being used off-label for an unapproved indication. The approved indication is pulmonary valvuloplasty. This device was being used for post-dilatation tavi, which is an aortic indication. A review of the balloon material used shows that there are no other complaints associated with the balloon material used to manufacture the balloon used on this lot of catheters. A comparative catheter was pulled and tested for rated burst pressure. This comparative catheter is from the same lot of devices as the complaint catheter. The balloon was inflated with an inflation device with pressure gauge using room temperature water. The balloon did not burst until 3.8 atm, which is well above the labeled rated burst pressure of 2.0 atm. Additional information was received from the user facility on october 8, 2020. They stated that they did not know what pressure they took the balloon to when it burst, and that they did not use an inflation device with pressure gauge as is recommended by numed in the instruction for use.

Event description:
As per the report received from the foreign distributor - during a procedure under local anesthesia of post-dilatation tavi, the tyshak balloon exploded, then put itself in "umbrella". In order to remove it from the patient, a removal attempt through the left femoral artery was performed, without success. It was necessary to perform a surgical approach at the level of the femoral artery to remove it. The balloon is split in two parts.